Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment shaft fracture occurred. A intellamap orion catheter was selected for and atrial flutter procedure. However during the procedure it was determined that the signal was abnormal and the curve was stiff. After removing the orion it was found that the deployment shaft was fractured. The procedure was completed with another orion. No patient complications were reported and the patients status is good.